Event description:
When the device was obtained to be used to monitor the heart phythm a pt during an in-hospital transporter the device failed to power on. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt